Event description:
During a gynecological laparoscopy procedure, current was applied to an electrode and the connecting cable sparked. This caused the female connector of the cable to separate from the cable. No injuries or burns were reported.